Event description:
The tip of the screwdriver broke off in the screw, resulting in a 20-minute surgical delay. The screw was left in. The surgeon tried to remove it, but could not, so he took a burr and smoothed it off so as not to hit on the poly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.